Event description:
Within the first year after getting his first pump (2003-2004) the patient had issues with voiding with dose increases. Per the patient¿s mother, it happened maybe one or two times. In 2003, the patient would have regular pump increases because his dose was at 175 and he was younger (12-13 year old) and he was a very small person. At times after an increase, the patient couldn¿t void and then they would have to go back and have the pump turned down. The patient didn¿t get dose increases very often after that because of the issue. The patient hadn¿t had a dose increase since 2012 as that was when it last occurred. On (B)(6) 2015, the patient had a slight increase in his baclofen dose. The hcp (healthcare professional) wanted to increase it more than the 3% to 5%, but they declined because of patient¿s prior side effects. Prior to the dose increase, the patient had an issue with voiding; however, on (B)(6) 2015, the patient¿s mother noticed a change. There was kind of a pattern; it was not every day and it was not consistent. The patient would go to the bathroom 1-3 times voiding a small amount and then the fourth time he would void a huge amount. The patient had cerebral palsy so at first the patient¿s mother thought he wasn¿t getting enough water or fluids, but other care providers who dealt with the patient had noticed the things the mother was describing. On (B)(6) 2015, on the fourth urination, the patient was shivering like he was cold, but per the patient he wasn¿t cold even though he was shivering. He was also really spastic and tight. Once he went to the bathroom, he was better. The patient¿s mother felt his head to see if he had a fever, but he didn¿t seem warm at all. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).